Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The hm3 lvas IFU lists neurological dysfunction, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Referenced gi bleed event was captured under MFR # 2916596-2019-01490. Age of device: 1 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient returned to ICU at 11am after exploratory surgery/hemothorax removal and was successfully extubated at 1: 21 pm. Patient was awakened with altered mental status, agitated and screaming in ICU and again flaccid on lue. Patient was able to follow commands, neuro was consulted and stat CT of head obtained, no acute infarct or hemorrhage on CT. Patient had acute encephalopathy r/t anesthesia and effects of stroke believed to be taken place on (B)(6) 2017, on (B)(6) 2017, mental status improved and patient was also able to move lue, although weak. Anticoagulation was resumed. Patient was taking 325mg acetylsalicylic acid (aspirin), IV heparin at 17 u/kg/hr, coumadin 5mg. On (B)(6) 2017, patient was still with confusion and agitation. CT scan of head was performed but was unremarkable. Delirium was level was off which was thought to be an added effect of anemia from gastrointestinal bleed (gib). Patient mostly pleasantly confused and reoriented easily. Patient easily reoriented, delirium from toxic/ metabolic etiology. On (B)(6) 2017, patient was still with mild confusion at times. Patient was admitted to rehab for patient/ ot therapy. On (B)(6) 2017, memory was back to baseline per patient's family. No further information was provided.